Event description:
The contact stated the customer's blood glucose readings had been too high. She stated that he tested his glucose and received a reading of 298 mg/dl. He began to lose consciousness, so paramedics were called. They tested his blood glucose at 15 mg/dl when they arrived. The customer was taken to the hospital where he was treated with a sugar solution to bring up his blood glucose level. The customer did not have any test strips left, so no product will be returned for evaluation.